Event description:
It was reported that the customer bolused twice for breakfast. An incomplete bolus alert had been received and the customer did not confirm in the pump history that the first breakfast bolus had already been delivered. The add'l bolus impacted the customer's blood glucose level (54 mg/dl). The school nurse gave juice to the customer, and the customer's blood glucose level returned to normal.

Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.